Event description:
A falsely elevated troponin (ctni) I result of 1.13 ng/ml was obtained for the ctni method. A lower result (0.08ng/ml) was obtained on repeat analysis. The doctor questioned the results. A sequential sampling protocol was followed and the second draw results were <0.04ng/ml. There were no adverse health consequences as a result of the initial falsely elevated ctni result. Patient treatment was not prescribed or altered as a result of the erroneous result. The error is believed to have been due to sample integrity.